Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received intermittent questionable low results for several assays that repeated normal. Of the data provided only the results for two patient samples were discrepant. The initial testing was performed on a sample processed by the modular preanalytic analyzer (mpa). The repeat testing was performed on the primary sample tube. Sample 1 initial creatinine jaffé gen.2 result was 0.8 mg/dl and the repeat result on another cobas 6000 analyzer was 1.6 mg/dl. Sample 2 initial calcium gen.2 result was 7.6 mg/dl and the repeat result on the same analyzer was 9.5 mg/dl. The customer stated the original results were reported outside the laboratory and corrected reports were issue for 10 samples as the repeat results were believed to be correct. There was no adverse event. The creatinine reagent lot number was 69935001 with an expiration date of 02/29/2016. The calcium reagent lot number was 60496701 with an expiration date of 12/31/2015. The field service representative found there was a fluid failure and the vacuum tubing on rinse mechanism was leaking. He replaced the vacuum tubing, checked the fluid and pipetting, the gear pump and rinse mechanism volumes which were acceptable. He ran precision and qc and found the instrument was operating to specifications.